Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged transfer set mainbody, which includes any of the following: chipping/flaking/cracking of the mainbody and detents, as well as broken occluder feet/legs. Surface damage (no detent or occluder feet/leg damage) to the mainbody is usually cosmetic and typically does not affect functionality, since the mainbody is external to the fluid path. In this case no functional problem was observed during the plant evaluation however a visual crack and flaking was confirmed. The root cause was undetermined. A batch review showed no related problems during production. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter distributor in (B)(4) reported that a local customer had an issue with a minicap transfer set. The distributor stated that there was a part broken between the blue and white area of the transfer set. It was reported that the transfer set opens itself sometimes. The defect was noted during patient use. There is no patient injury or medical intervention associated with this event.